Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. The bg level was addressed by the customer consuming carbohydrates. The cause of the low bg was unknown. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the low bg level. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg level.